Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
Per report, during a tf tavr procedure for a 29 mm sapien 3 valve, post deployment there was difficulty withdrawing the commander delivery system into the 16f esheath, the balloon got stuck/caught at the distal end of the sheath and was unable to reduce its profile. The 16f esheath was inserted on the right side of the femoral artery. There was no difficulty crossing the annulus with the valve. A 29 mm sapien 3 valve was deployed successfully, post-dilation was not performed. During removal of the commander delivery system, the balloon was getting stuck on the sheath. The physicians had to use "a lot" of force to bring the balloon into the sheath, at this point the sheath began to bend on itself and ¿accordion¿. The physicians then decided to re-advance the delivery system out the sheath to straighten out the sheath. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. An attempt was made to remove volume from the syringe and pull back negative to reduce profile of balloon. This resulted in blood return back to into the syringe showing that the balloon had burst. At this point, the physicians decided to not recapture the delivery system balloon in the sheath and remove everything (including the burst balloon). The sheath was removed from the arteriotomy, but the edge of the balloon could not come out. The surgeon pushed back some tissue until he could see edge of the balloon and then pulled out the balloon and delivery system. There was no cutdown of the femoral artery and no intervention (balloon or stent) performed. A 16f sheath was re-advanced over the wire and a dsa angiogram showed no extravasation. The 16f sheath was removed and arteriotomy was preclose. Final angiogram showed no injury to common femoral and timi 3 flow down the leg. No intervention was required. The devices were discarded at the hospital. As reported, it was unsure if full negative was pulled on the syringe during balloon deflation post deployment. When there was difficulty bringing the balloon and delivery system into the esheath, ¿the delivery system was re-advanced out of the sheath, and more volume was taken out of delivery balloon by removing volume for the syringe and then pulling back negative on the balloon¿. A few minutes was noted between balloon deflation and withdrawal. Per report, the anatomy was not tortuous nor calcified. As discussed post procedure, perhaps the balloon was too big after valve deployment and got stuck at the tip of the sheath. The force of trying to pull into the sheath and back out could have caused the balloon to detach from the proximal end of the sheath (near the pusher catheter). The patient was stable with no issues and there was no allegation of a device malfunction.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2018-03779.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Photographs of the device post procedure and 3mensio report were provided and the photo shows the crimp balloon torn proximal to the inflation balloon/crimp balloon (ic) bond, the inflation balloon wings appear flared out, and the delivery system remains inserted through the esheath. The 3mension report show access vessel diameters and tortuosity. During manufacturing process, the entire delivery system is visually inspected. The balloons are 100% inspected for working length, balloon diameter, and proximal and distal leg inner diameter (ID), proximal outer diameter (od), and double wall thickness. The balloons are 100% visually inspected for mechanical damage and deformation. Upon the completion of crimp balloon molding, the crimp balloons are 100% dimensionally and visually inspected for the following: distal ID, proximal ID, wall thickness and defects. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During the pleat, fold and forming process the balloon size commingling is inspected prior to pleating and folding and after the balloons are inspected for distorted/pinched folds. During final inspections the delivery system undergoes 100% final inspection of the entire device (distal to proximal) for the following: missing components, incorrect assembly, device damage, and inflation and crimp balloon for distorted /pinched folds. During product verification (pv) testing is performed on lot samples, the delivery system is inspected (among other inspections) for kinks, cracks, and missing components. Testing was performed on the inflation balloon/crimp balloon tensile force, and met statistical requirements. The lot met statistical requirements as requirement for lot released. All samples passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record review was performed and revealed no manufacturing non-conformances that would have contributed to the event. A lot history review revealed no other complaints related to balloon torn, and delivery system withdrawal difficulty through sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve was successfully deployed prior to complaint events. The complaints for balloon torn and delivery system withdrawal difficulty through sheath were confirmed based imagery review. However without the device returned for review, the presence of a manufacturing non-conformance could be determined. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). The patient¿s access vessels were mildly tortuous, which could contribute to high alignment forces, and weakening of the area near the ic bond. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. With the material potentially weakened during valve alignment, the crimp balloon could have torn when inflated during valve deployment. Per report, the delivery system got caught on the sheath tip during withdrawal. This could have occurred if the balloon was not fully deflated after valve deployment. An enlarged balloon profile would catch unto the sheath tip during withdrawal requiring excessive force during retrieval. The balloon could have torn as a result of this force. Otherwise if the balloon was already torn prior to valve deployment, the balloon would not be able to fully deflate causing excessive force to retrieve. Therefore, it is likely that procedural factors (withdrawal of not fully deflated balloon) contributed to the reported withdrawal difficulty. The complaints were confirmed. A definitive root cause was unable to be determined for the balloon torn. In addition, available information suggests that procedural factors (withdrawal of not fully deflated balloon) may have contributed to the complaint events. No manufacturing non-conformance were identified. No product non-conformances or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates did not exceed the (B)(6) 2018 control limits for the applicable trend categories. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in pra. In addition, to address the emerging trend in ic bond complaints, corrective action and preventative action (CAPA) is being updated.